Event description:
It was reported that this pacemaker system exhibited high out-of-range right atrial (ra) pacing lead impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that ra impedances have been stable measuring around 800 ohms within the past year. Technical services discussed possible causes and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.